Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: after 12 hours use on pt at home, the pt's family noticed the elevation of airway pressure and decline of spo2 and then confirmed asymmetry of cuff. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggests that decannulation and recannulation of a replacement tube was required.